Event description:
During servicing of the device for a separate issue, a malfunction of the etco2 module was identified.

Manufacturer narrative:
(B)(4): during servicing of the device for a separate issue, a malfunction of the etco2 module was identified. The problem was identified and confirmed at the philips repair bench during servicing of the device. The etco2 module was replaced to resolve the symptom. The device passes all testing and was returned to the customer.